Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a unknown side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, yellow particles and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one sharp opening and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one sharp opening assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation.